Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the proximal portion of a slightly tortuous rca, a balloon rupture was suspected on the second inflation when the bio ranger balloon would not inflate past 12 atm's on the pressure gauge. (The atm's of the first inflation are unk). The pt was asymptomatic during this event. An acs bmw guidewire (size unk) and a terumo heartrail guide catheter (size unk) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unk. The bio ranger balloon was removed and replaced with an unspecified catheter to complete the procedure. The bio ranger balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.